Event description:
Product analysis was completed on the explanted generator on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator was found to be at ifi=yes. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2013 when it was discovered that the patient underwent generator revision surgery that day. The physician's nurse stated that the generator was replaced because 'the battery was low'. The nurse did not know whether an ifi/neos/eos message was observed and stated that the physician does not write it down, he only says that the battery is low. The generator was returned to the manufacturer for product analysis on (B)(6), 2013. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013 clinic notes were received. Review of the clinic notes dated (B)(6) 2012 indicated that the staff feels the patient's seizures are worse with the last vns adjustment. Clinic notes dated (B)(6) 2012 indicated that the staff reports that the patient is doing worse. The patient was referred for generator replacement. Although surgery is likely, it has not occurred to date. Good faith attempts for additional information from the physician were unsuccessful.

Manufacturer narrative:
.